Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'occlusion errors' could not be reproduced during evaluation. A review of the event history identified an upstream occlusion alarm. The reported condition was verified. The device passed the upstream occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'not dripping' could not be reproduced during evaluation. The reported condition was not verified. The device was within range during flow accuracy test. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not dripping properly and had unspecified occlusion errors during patient therapy (medication, dose, programmed amount and delivery rate unknown). The nurse set up the infusion and upon checking, the unit was not dropping properly and had several unspecified occlusion errors. When the unit was found that it was not infusing properly it was switched out immediately. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. After the unit reported to the department, several run test to check for errors and no occlusions occurred. The reporter stated there may have been user error involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.